Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complained of a discrepant amyl2 ¿-amylase eps ver.2 result on a cobas c 111. The sample was transferred from the primary tube to a sample cup prior to testing an the c 111. The initial amyl2 result was 2.4 u/l and was reported outside of the laboratory. The physician questioned the result as it did not match the clinical history of the patient. On (B)(6) 2018 the sample was repeated and the amyl2 result was 1721.3 u/l with a data flag. The sample was tested on a cobas integra 400 and the result was approximately 1700 u/l. The specific result from the integra 400 was not provided. There was no allegation of an adverse event. The amyl2 reagent lot number was 26164901 with an expiration date of 31-jul-2018. Based on the provided calibration and qc data a general reagent problem can be ruled out. The investigation determined that there was an abnormal reaction for the initial result. The investigation was unable to find a definitive root cause.